Manufacturer narrative:
H3: product ID 37761, serial# (B)(6) was returned for analysis and found the cable assembly was frayed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. Patient reported the desktop charger was moving loose when plugged into the recharger. The recharger was charged half way then stopped. During the call agent asked patient to inspect the connector pin. Agent asked if the connector pin was bent or loose and patient mentioned they couldn't tell but the connector pin used to go in hard but now the connector pin was loose or kept moving or went in and moved up and down. A replacement desktop charger was sent out. No symptoms were reported.